Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported air in the tubing. The tubing set was being used to deliver an unspecified medication, at an unspecified rate, via a symbiq pump. After an unspecified length of time, it was reported that a "moderate amount of air was found at clave next to pt." No air was delivered to the pt. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided, including if the tubing set was replaced and the therapy was resumed.